Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and severely calcified coronary artery. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at 16 atmospheres for 20 seconds, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications. Patient was in good condition.

Manufacturer narrative:
Investigation results: device analysis findings: the device was discarded; therefore, technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available. The device was not returned to boston scientific site for analysis; therefore, it is not possible to confirm the reported allegation. However, based on the event description, it is most likely an interaction occurred between the balloon and the patient anatomy that contributed to the reported event. The target lesion was moderately calcified and severely tortuous; these anatomical features likely contributed to the event.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and severely calcified coronary artery. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at 16 atmospheres for 20 seconds, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications. Patient was in good condition.